Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the procedure, two clips were fired from the device before it stopped working. No clips disengaged into the patient cavity. There was no patient injury or extension in surgical time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with the pusher bar observed to be buckled. The firing handle was broken in a manner consistent with cycling through the end of application safety interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken handle (broken interlock) may occur when an attempt has been made to cycle the handle after it has engaged in safety interlock due to the buckled pusher bar. The safety interlock feature engages to prevent the jaws from closing in the absence of a clip. The firing handle will fail, as observed, if an attempt is made to over-ride the safety interlock. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.